Event description:
In preparation for an esophageal varices banding procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. Prior to using the ligator device, the ligator barrel with trigger cord is loaded onto the tip of the endoscope. This occurs while the endoscope is outside the patient. During the loading process, the small blue hook located on the end of the loading catheter reportedly "came loose" but remained attached to the ligator trigger cord. The blue hook was able to be removed by removing the ligator barrel and trigger cord. The ligator was successfully loaded using the other end of the loading catheter (the loading catheter has a blue hook on both ends). A section of the device did not become free inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Separation of the blue hook from the loading catheter can occur if the catheter receives excessive pressure during the loading process. The instructions for use direct the user to leave approximately 2cm of the trigger cord between the knot on the trigger cord and the hook on the loading catheter during the loading process. If the trigger cord was attached to the hook with the knot beside the hook, this could create resistance when withdrawing the loading catheter through the ligator handle. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.